Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported image issue (scratchy/stripes) due to faulty charged coupled device (ccd) unit. Additionally, there was a cut on the device cable and the device also failed leak test. The faulty parts were replaced. The device was inspected to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the hd autoclavable camera head had a stripes and scratchy image. Upon inspection and testing, it was observed that there was image quality issue due to a faulty charged coupled device (ccd) unit. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the image was not displayed, due to the failure of the ccd unit or cable cut. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.